Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.